Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for analysis. The alleged product issue could not be confirmed.

Event description:
It was reported that during embolization treatment, the implant coil detached unexpectedly. The implant was removed in its entirety along with the microcatheter. There was no reported injury or intervention.